Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿something¿ was found on the catheter of a 5ml bd emerald¿ syringe 23 x 1" prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd bawal received 1 contaminated sample from the customer facility for investigation. The returned sample showed the presence of loose particles on the nozzle tip of barrel. A total of 200 retention samples of lot# 17a0771 had been visually inspected, all samples found in good condition with no foreign matter in syringe. Dhf was reviewed for the product test. The entire routing test for reported lot was found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17a0771. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Customer returned sample showed the evidences of loose brownish particles on barrel tip as foreign matter. Root cause description: the team reviewed the customer return samples, and confirmed that foreign matter present on barrel is loose brownish particles on nozzle tip of barrel. These loose particles can be added during transfer of molded components from molding to assembly machines. As a counter measure, awareness training is provides to associates involved in molding and transferring of molded components from molding to assembly machine hoppers. However, no defects were observed during inspection in molding. It is considered as isolated case and any probability of occurrence should be exceptional. The exact root cause is not identified.